Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It was determined that the reported difficulties and additional therapy/non-surgical treatment appears to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a distal lesion and proximal lesion in the right coronary artery (rca) with mild calcification. An unspecified stent was successfully implanted in the distal rca lesion. The 5x12 mm ultra rx coronary stent system (css) was advanced toward the proximal lesion and failed to cross due to the patient anatomy. The stent system was removed and the stent dislodged from the balloon and remained in the rca. Reportedly resistance was noted due to intraluminal calcium. A small unspecified balloon catheter was advanced and an attempt was made to inflate the dislodged stent using the small balloon catheter but the stent migrated distal. The small balloon was removed, a snare was advanced and a failed attempt was made to snare the stent from the rca. A 4.0 mm unspecified balloon was advanced and used to crush the stent against the vessel wall. Ultimately a non-abbott stent was used to successfully complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.